Manufacturer narrative:
Concomitant medical products: 3058 ipg, implanted (B)(6) 2019. 3889-28 lead, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion and the left ventricular (lv) lead exhibited high thresholds. Device was explanted and replaced. The lv lead remains in use. No patient complications have been reported as a result of this event.